Event description:
The ge oec 8800 fluoroscopy system had intermittent vertical lift column failure, in addition to blanking of the mainframe technique screen.

Manufacturer narrative:
A ge oec service representative investigated the issue and removed and replaced a defective ps3 power supply for the vertical lift column, and replaced the control panel processor pcbs for the blank technique screen. The system was further tested and found to be operating as intended. No negative pt effect was caused by this malfunction. The facility was unable or would not provide any pt info with respect to this issue.